Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23 mm, non-abbott balloon. During the procedure, on the first attempt, the valve was able to be implanted at an optimal depth of approximately 3 to 4 mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, approximately one hour later, the patient showed symptoms of pericardial effusion including shortness of breath and chest pain; echocardiogram revealed that it was originating from the right ventricle and observed to be localized. Pericardiocentesis (chest drain) was performed then the patient was stabilized. The physician(s) concluded the presence of cardiac tamponade and believes that the adverse health consequence occurred due to the temporary pacing wire. The patient had extended hospitalization. The patient was reported to be in a stable condition. On follow-up, it was reported that they were recovering on ward.